Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device v279h, pbbcxpq0 number, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: please clarify 'lack of needle wedge' the "eye" of the needle was missing after the procedure. Was the needle tip found missing/broken during suturing? If no, explain. Not found. How was case completed? A cleaning of the surgical site was performed and no piece of the device found into the surgical site. Any adverse patient consequences? Not reported what medical/surgical intervention was provided? Cleaning of the surgical site attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent suturing of the right temporal side of the head on an unknown date and suture was used. The eye of the needle was missing after suturing the subcutaneous at the right temporal side of the head. A cleaning of the surgical site was performed and no piece of the device was found in the surgical site. There were no adverse patient consequences reported.